Event description:
The diamondback 360 coronary orbital atherectomy device was advanced in the slightly tortuous, 90% stenosed, left anterior descending artery (lad). Glideassist was used to advance to the target lesion which was followed by an unusual noise. The oad was removed. Intravascular ultrasound imaging was performed and revealed a perforation. Balloon angioplasty was attempted, however, the patient went into cardiac arrest. The patient was taken to the cardiac care unit and a extracorporeal membrane oxygenation device was used to stabilize the patient.

Manufacturer narrative:
The oad was returned to csi for analysis. Diagnostic review identified stall events. Biological material was observed on the driveshaft located at the crown section which may have contributed to the reported event, however, was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).